Manufacturer narrative:
The leak was due to a defective valve. Field service engineer (fse) replaced the eic (electrolyte injection cup) valve assembly.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to a fluid leaking on unicel dxc 800 pro synchron clinical system. No injury was reported, and there was no effect to patients or to the user.